Manufacturer narrative:
(B)(6) 2015 12:20 pm (gmt-4:00) added by (B)(6): the trend data was reviewed for the reported failure mode. The reported failure mode "leak in iab" was found to be within the acceptance limit. A visual examination of the product detected the inner lumen within the catheter tubing near the y-fitting was completely separated within a kink located 78.2cm from iab tip. In addition the inner lumen within the membrane was stretched and completely separated at the tip. This may have occurred during iab removal from patient. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and no other leaks were detected. The break found near the y-fitting in the inner lumen appears to have been the result of a severe kink, which eventually failed and allowed blood to leak into the membrane and catheter tubing causing the reported problems. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure.

Event description:
Blood noticed in gas lumen of extention tubing. Balloon removed; this was a right axillary placement. A new iab was placed via the r femoral artery. Pump not affected and remains in use. Bright red blood noted in iab tubing. The patient also reported a "split-splat" (2swishes) feeling and odd sensation in her chest. Iabp had been in right axilla. Patient had just gotten back to bed after using the commode. They stopped, catheter removed @ bdside by surgeon, @ 18:15 pa sat @ that time was 58%. Post iabp removal pa sat decreased to 41%. The femoral iabp inserted in their procedure room (pa sat increased to 59%) on (B)(6) 2015 new information was received indicating that the new right auxilliary iabp inserted. Femoral iab was removed.